Event description:
The facility reported a flo-gard infusion pump which did not detect a downstream occlusion during infusion on a patient (canine). According to the facility representative, although the device indicated that it was pumping, no (or little) medication was being delivered because the dog was on the line. Due to this, the patient received 300ml less of doxycycline than intended. The facility representative stated that there was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6), 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a flo-gard infusion pump which did not detect a downstream occlusion cannot be confirmed or duplicated. No assignable cause can be determined, and no repairs made to correct the condition. Should additional information be received, a follow-up medwatch will be submitted.